Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic experiencing shortness of breath and was admitted to the hospital. The lead exhibited poor thresholds. The doctor attempted to reposition the lead but there was tissue in-growth. The lead was explanted and replaced.